Event description:
It was reported the subject device experienced b30 (intermittent) and no image. This issue occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flickers, faulty cr board (printed circuit board), dust inside the unit, faulty receptacle unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the faulty cr board (printed circuit board), which seemed to have contributed to the reported phenomena (b30, no image). The faulty receptacle unit, which seemed to have contributed to image flickers. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.